Event description:
Doctor stated that the patella clamp would not clamp on lock down during the cementing of the patella button implant. The doctor held the clamp closed during the set up of the cement.